Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the pump battery rapidly depleted. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.